Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the system was not aspirating during a procedure. The procedure was aborted. The pt was refered to a retinal surgeon to remove the rest of the cataract and insertion of the intraocular lens. There was no pt harm. The nurse stated she thought this was due to pt anatomy or user error and not a system issue.